Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2019-01131. It was reported that the patient¿s leads were not placed in the correct location. In turn, the patient had their leads explanted and replaced.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-01131. Follow up revealed that the patient is receiving effective therapy.